Manufacturer narrative:
(B)(4); it was reported by the field representative that the physician was planning to implant a right-sided transvenous system. No further information was available. This report will be updated if new information is received.

Event description:
Boston scientific received information that during a device check, it was discovered that this subcutaneous implantable cardioverter defibrillator (s-ICD) had stored an untreated episode. Oversensing was observed, so the sensing vector was reprogrammed. Four months later, the patient received several inappropriate shocks due to double counting when the morphology had changed. In two episodes, the device delivered the maximum number of shocks, resulting in therapy exhaustion. In one episode, an inappropriate shock induced a ventricular tachycardia (vt)/ventricular fibrillation (vf) arrhythmia that was successfully treated with another shock from the device. The patient was hospitalized pending a programming solution. Technical services reviewed the device data. It was noted the shock impedance measurements were around 150 ohms, which was higher than expected but not out-of-range. Technical services recommended obtaining x-rays to verify system placement and further troubleshooting to recreate the morphology change. The treated episodes were submitted to engineering for simulation with the smart pass feature; this filter (available on newer s-ICD models) would have mitigated the oversensing in the episodes and prevented the inappropriate shocks. No adverse patient effects were reported.